Event description:
This patient had 1 cypher stent placed in an unknown vessel for an unknown reason. Approximately two years later, the patient experienced a "problem" which required a cardiac catherization. The cardiac catherization, performed by an interventional cardiologist, revealed "late stent thrombosis".

Manufacturer narrative:
Additional info regarding this event including the product info is pending and will be submitted within 30 days upon receipt. Please note that the device is also not available for testing and evaluation.